Event description:
Amplifier pacing channel failed during implantation of dual chamber pacemaker necessitating bypassing amplifier & using direct stimulatiion. Facility was using a leaner amplifier because facility had several problems with their product and facility's amplifier was being fired. Pt was not injured because of very quick action of md/technician but the potential for pt injury/death was present.